Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 74) indicating a software task error occurred. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device logs were sent to the manufacturing facility in (B)(4) for an extensive engineering investigation. Review of the device logs confirmed the occurrence of system fault sf 74 indicating a software task fault and an incidence of an unexpected restart. Since the device was not returned for investigation, the root cause of the reported complaint could not be determined from the device logs. Investigations of similar complaints determined that this device fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).